Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-06261. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the patient's ipg was explanted and replaced. It was reported the patient's lead was explanted and replaced for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.